Event description:
"On (B)(6) 2012, while the pt was undergoing a hysterectomy, d and c laparoscopy. Lysis of adhesions laparotomy, left salpingo-oophorectomy, right ovarian cystectomy, the 11mm trocar broke. All pieces were retrieved."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.